Manufacturer narrative:
(B)(4). PMA/510(k): similar to device under PMA/510(k) p140016. Investigation is still in progress.

Event description:
Description of event according to initial reporter: 2 zenith alpha were scheduled to be implanted from the proximal side with the left approach in this order: zta-p-32-201-w1 (e3844155) at the proximal site zta-p-42-225-w1 (e3865446) at the distal site. As following the preoperative plan, the physician attempted to place zta-p-42-225-w1 after the placement of zta-p-32-201-w1. However, he felt resistance during the insertion and removed it, confirming the distortion at the sheath tip of zta-p-42-225-w1. Therefore, a prepared device as a backup, zta-d-42-204-w1 (e3893552) was used instead. Although no endoleak was observed, and a favorable outcome was confirmed, the junctional part was shorter than planned, and the length of the overlap seemed to be a little less than 3 stents. Consequently, zta-de-42-94-w1 (e3793663) was added to the junctional part to complete the procedure. Patient outcome: no adverse effects to the patient were reported.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturer ref# (B)(4). H6) ec method code: 4111 - communication/interviews. Summary of investigational findings: a proximal zta stent with a 32mm diameter and a 7.1mm sheath diameter was placed in an anatomical condition applicable to the procedure with an access route more than 8mm. Following, resistance was felt when attempting to place another proximal zta stent, but with a 42mm diameter and a 7.7mm sheath diameter. Consequently, the second zta was removed and the sheath tip was found distorted. Another distal zta was placed, but due to a little less than 3 stent overlap a zta was added in the junction of the stents and the procedure was completed. No product was returned for analysis, but the photo revealed the sheath was slightly squeezed close to the tip and revealed a gap between the sheath tip and the uat tip, too. The reason for the gap is indeterminate due to the quality of the photo, but the damage to the sheath may have affected the shape, thus making it oval or the sheath may have been slightly advanced over the uat tip, thus have passed the largest diameter of the tip. It is noted that the distal stent had a proximal diameter 10mm larger than the distal diameter of the proximal device and this difference is larger than the recommended 8mm specified in the IFU. However, the reason for the difficulties in advancing the second zta would be pure speculation, since the complaint device was not returned, since no imaging was provided and since the anatomical condition was considered suitable for the procedure. Consequently, the exact reason for the difficulties encountered cannot be determined. The device history record was reviewed with no evidence to suggest that the device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.